Event description:
It was reported intermittent occlusion alarms occurred, previous dates not provided. The customer's blood glucose level was displayed as "high"; over 600 mg/dl on multiple occasions. Elevated blood glucose was addressed with a manual dose injection. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.